Manufacturer narrative:
Methods, results and conclusions codes now populated to capture additional device evaluation. Additional device evaluation completed on 26 april 2019. Post analysis: no fuse was present within the device jacket so a thermal analysis could not be performed. There was no fuse present between the proximal and distal jacket which caused the proximal jacket to peel backwards. This confirmed a production process related issue.

Manufacturer narrative:
Patient information is unavailable from the site. Device evaluation performed on (B)(6) 2019: visual inspection found the outer jacket of the turbo-elite catheter was peeled backwards and the inner lumen of the device had been cut or pulled apart. The port of the device was analyzed under microscope: the port fuse was partially laminated, but had not fused completely. The port became completely de-laminated and peeled back.

Event description:
A philips representative reported that during a peripheral vasculature atherectomy case, the 1.4 rx turbo-elite laser atherectomy catheter was difficult to advance through a 6fr terumo sheath and when it was retracted the catheter was noted to be severed at the entry point of the rx guidewire exit port. The device was not utilized in the patient, it was only advanced into the sheath during preparation for use. Another 1.4 rx laser catheter was opened and utilized without incident. No harm to patient. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation as the catheter jacket was severed/breached.